Event description:
Customer reported the system is displaying 621 and 622 error codes. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the software disk. System operates as intended. (B) (4).